Manufacturer narrative:
(B)(4). Date sent: 6/26/2026. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information was requested, and the following was obtained: did this issue contribute to any patient adverse event? When was the suture broke (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify when was the needle detached/pulled off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify did the needle fall into the patient? If yes, was the needle piece(s) retrieved during the same procedure? Were x-rays taken to locate the needle piece(s)? What measures were taken to retrieve the broken piece? Was there any additional tissue damage as a result of searching for the needle piece? Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). Received information as following from sales rep. Please refer to the event description, other information requested is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2026, and suture was used. A suture broke when pulled, one needle was broken. Two stitches of tendon were sewn with the needle between them, and the needle was broken. After confirming the integrity of the broken needle, replaced the needle to sew again. Additional information was requested.